Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 01/10/2026.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure of no display on monitor was confirmed however the failure of poor connection was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: video connector is deformed/scratched and noisy image. A definitive root cause could not be determined. Based on the investigation results and historical data related to poor connection issues, a likely cause is consistent with known stress-related factors, such as component damage or deterioration, electrical issues, ambient temperature effects, or maintenance-related factors. The most likely cause is anticipated or random component failure rather than a design or manufacturing issue. Additionally, based on investigation results and historical data related to no display on the monitor, the likely cause aligns with reasonably known factors, including component damage or degradation, environmental conditions (e.g., dust, humidity), optical or thermal issues, or electrical failures such as signal loss or circuit interruptions. In this case, the presence of noise on the image was attributed to damage to the charge-coupled device. Overall, the most probable cause is consistent with expected or random component failure, not a design or manufacturing deficiency. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1/facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing of the flex deflectable videoscope, the connection was poor and there was no display on the monitor. There were no reports of patient involvement.